Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the tubing had become disconnected from the blood sampling valve (bsv). The fse reattached the tubing and the instrument performed without any leaks and errors. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported obtaining red blood cell (rbc) and white blood cell (wbc) voteouts and approximately 2 cubic centimeters of reddish colored fluid leaked from the coulter lh 750 hematology analyzer. The leak was contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, face shield and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.